Manufacturer narrative:
The customer reported that their central nurse's station (cns) did not alarm correctly. The customer stated that they believe that this cns should have alarmed vtach instead of extensive tachycardia. The patient was on a gz-130pa.no harm or injury was reported.additional model information: concomitant medical device: the following device was used in conjunction with the cns:model: gz-130pas/n: (B)(4)approximate age of the device: 49 monthsdevice manufacturer date: 01/20/2017unique identifier (UDI) #: (B)(4)

Event description:
The customer reported that their central nurse's station (cns) did not alarm correctly. The customer stated that they believe that this cns should have alarmed vtach instead of extensive tachycardia.